Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found.

Event description:
It was reported that during the implant of the device, telemetered electrograms in different configurations could not be received and the device "was not sensing appropriately." The device was removed and replaced. No patient complications were reported as a result of this event.